Event description:
As reported by the user facility: needle stick; ref # (B)(4), unk lot number. Customer was stuck in the finger with a needle after the IV was started. The nurse placed the needle in the tray. After she was done securing the IV, she picked up the needle and the safety shield became dislodged. The shield was half way up the needle, which is how the nurse became stuck. No medical treatment needed after incident. There is no sample, only the picture of the needle.

Manufacturer narrative:
(B)(4). B. Braun medical inc (importer) is submitting this report on behalf of b. Braun (B)(4). In a follow-up call to the facility to gain additional information on the event, the floor nurse director stated that the sample has been discarded, but a picture is available. She confirmed that the nurse is currently following protocol for a needle stick injury. The picture and all available information were forwarded to the actual MFR, b. Braun (B)(4). They concluded that the picture shows that the clip was at the center of the needle and not in an engaged position. Without the actual sample, it is difficult to conduct further investigation as a conclusion cannot be drawn by observation from a picture. The batch record was not able to be reviewed as the batch number was not known. A historical review of the complaint database indicated that no adverse quality trends were identified during the complaint review process for item #(B)(4). Per the event description, the nurse placed the needle in the tray. After she was done securing the IV, she picked up the needle and the safety shield became dislodged. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.